Event description:
It was described that when the cap screw was put in after the bone screws were implanted, the cap screw "spun," without reaching the preset torque on the torque wrench. The physician decided not to install the vault cap screw. Surgery was completed with no patient injury.

Manufacturer narrative:
It was indicated by the sales representative that one of the two products returned may have been the actual device involved in the reported event, but it could not be confirmed as all product was forwarded to central sterilization following the procedure and the actual device was not marked. The company investigated the event finding the two products returned (both from the same lot) to be within design specification. Mechanical testing was performed as part of design development, finding that a lock screw manufactured to specification would not strip out the mating component if assembled as intended. Mechanical testing was also performed during design development on the vault system without the set screw. Results found the vault system to meet the design specification for static axial compression. Although the exact root cause could not be determined, cross threading of the locking cap may have been a contributing factor.